Event description:
The customer obtained multiple non-reproducible, higher and lower than expected vitros amon results on a vitros 5600 integrated system. Vitros qc h2768= 254.3, 243.6 versus expected 200.0 umol/l. Biorad 1 qc= 255.4 versus expected 23.4 umol/l. Biorad 3 qc= 293.7, 286.8, 287.1 versus expected 239.0 umol/l. Calibrator lot 523= 73.2, 70.0 versus expected 94.0 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, there was no report of affected vitros amon patient sample results. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.(B)(4).

Manufacturer narrative:
The investigation determined that multiple non-reproducible, higher and lower than expected vitros amon results were obtained on a vitros 5600 integrated system. An ocd field engineer performed routine maintenance on the microslide incubator subsystem of the analyzer. Following these service actions, acceptable vitros amon performance was observed. The root cause of the event is most likely analyzer related due to incubator contamination.